Event description:
It was reported that as the device is powered on, the profile was set for a previous profile rather than the current profile during observation. It was also reported that the lock layout and screen lock were both "off" instead of "on". There was no pt involvement.

Manufacturer narrative:
Attempts for the return of the product have been made and the customer indicated that the device would not be returned. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new info is obtained, a follow-up report will be submitted.